Event description:
This complaint is reportable based on the analysis completed 03/26/2009. It was reported that during a percutaneous coronary intervention procedure, the physician could not cross the lesion with a 3.5x20mm taxus express2 stent. The 90% stenosed target lesion was located in the severely tortuous and calcified proximal right coronary artery (rca). The lesion was pre-dilated with an unk balloon. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt's condition listed as "no problem". However, analysis of the returned device revealed stent damage.

Manufacturer narrative:
Examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first and second rows with struts misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.